Manufacturer narrative:
(B)(4). Results of investigation: service technician was unable to duplicate the reported issue. Ventilator was tested with a known good ac adapter and a known good patient circuit connected. Positive end-expiratory pressure on the ventilator was set to 2, positive end-expiratory pressure displayed on ventilator was 2. Ventilator passed 70 hour extended test at customer¿s settings. Ventilator passed initial final test and initial alarm volume test.

Event description:
The customer reported complaint on revel ventilator giving blower exceeding demand alarm for positive end-expiratory pressure. Reported issue was found during patient use and there was no harm to any patient or clinician associated with this event.